Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon ruptured occured. A 100% stenosed target lesion was located in the moderated tortuous and severe calcified below knee vessel. A 2.00mm/140cm-ous/1.5 cm small peripheral cutting balloon was selected for use and advanced by an ipsilateral approach over a guidewire. During procedure, it was noted that the balloon ruptured at unknown pressure. The procedure was completed with different device by a different manufacturer and different size. No patient complications were reported.